Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the bha, the locking ring could not lock properly with the metal shell. Therefore, he implanted a spare centrax (42mm) instead of it."